Event description:
The facility reported a device with a failure code 550:320:844:0000 with a flickering screen. The problem occurred during pt use upon follow up with the facility. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.